Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer reported that three quick sets were blocked and the insulin flow stopped on the insulin pump. The customer reported that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed to resolve the issue. The customer was advised to change the infusion set which resolved the issue with insulin pump. The customer was declined to troubleshoot for high blood glucose due to the issue with infusion set. The customer was advised to test his blood glucose. The customer reported last blood glucose was 277 mg/dl at 5 am in the morning. The customer tested blood glucose and reported 459 mg/dl. The customer treated blood glucose with eight units of insulin. The insulin pump was not returned for analysis.